Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. It was noted that the patient recently fell, which may have caused damage to the device. Tech services noted possible telemetry damage due to the fall or possibility of battery depletion. A magnet was left with patient to deactivate high voltage function.